Manufacturer narrative:
To resolve the problem, the user power cycled the unit and the main lamp came back on. In addition, following the event, the user facility reported that they reseated the lamp heat sink and vacuumed the unit for dust. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the spare lamp activated during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Event description:
The problem occurred and was first identified during a procedure. The intended procedure was completed without delay using the same device. There was no patient injury associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and the results of the legal manufacturer's investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the event was due to overheating of the device. As stated in the instructions for use, as a preventive measure: "avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating."